Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date that, the patient had an existing 4.5mm lcp proximal tibia plate. The intent was to tension the lateral side to reduce the malunion/non union then nail the tibia and augment the medial side with a buttress plate. Upon placement of the atd on the existing later plate, the hook from the atd swivel broke off. We retrieved the item from the patient, no residual fragments were left in the patients. We used a new atd and it worked fine. When nailing the tibia the poly inside the tna nail became damaged when trying to remove the gold "tear drop" zimmer guide rod (47-2490-097-00) after insertion of the nail. We realized it when we were rotating the tna suprapatellar handle attached to the nail but the holes in the nail on x ray were not moving. So we removed the nail and had to ream up and use the next size diameter nail. We only had one each of the tna sizes. There were a surgical delay of 20 minutes. Procedure was completed successfully. Patient outcome is stable. This report is for a protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 3 of 5 for (B)(4).